Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and adverse event was reported. The patient stated they at dinner and took insulin around 8:00pm on (B)(6) 2018. The patient had gone to bed his wife woke him up because he was shaking around 2:30am. She checked the receiver and it was displaying a value of 48 mg/dl in which she or the patient did not hear an alarm go off. Emergency services were called and when they arrived, they administered the patient with glucose via intravenous (IV) therapy. The paramedics left around 3:30am when the patient had been in stable condition. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.